Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 374 mg/dl while wearing the pod between 4 and 24 hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm). As treatment, the patient administered a manual injection of insulin and applied a new pod. The patient's blood glucose are as follows: (B)(6).

Manufacturer narrative:
The returned device was evaluated and the device was returned with the cannula assembly fully deployed and the needle completely retracted. The formed needle was properly seated in the slide insert. Fluid path test was conducted, and fluid was able to exit the distal tip of the soft cannula with no issues. The exact cause of the reported event could not be determined.